Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, hip-mom-heads-unk, lot # unk; item # unk, hip-mom-cups-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10148, 0001825034-2018-10149.

Event description:
It was reported that a patient was revised due to unknown reasons an unknown timeframe post implantation. Attempts have been made, and no further information has been provided.

Event description:
It was reported that the patient was revised approximately 9 years post initial surgery due to sepsis and pseudotumor. Head was revised.

Manufacturer narrative:
Concomitant medical products - m2a-magnum mod hd sz 44mm # item 157444 lot 593770, m2a-magnum pf cup 50odx44id # item us157850 lot 580400, m2a-magnum 42-50mm tpr insrt-6 # item 139252 lot 744130. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Event will be reported in MFR 0001825034-2018-10148.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.